Manufacturer narrative:
Initial and final MDR 1967084- MDR 3003442380-2024-24988- device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage with six infusion set. Leakage occurred in cannula. Infusion set was used for 12 hours. Blood glucose level was 25mmol at the time of the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.